Event description:
Ecp cellex kit was primed by another nurse who recorded a #23 return pressure test failure alarm during prime, this was resolved and priming was completed and ecp begun by this nurse after double-checking instrument readings and set-up. At start of buffy collection had an "air detected" alarm for return line; noted air in return line and in blood filter on instrument deck. No clots were noted in filter. Noted return bag was empty but screen showed return bag volume of 84ml. Diverted air into syringe to enable to finish collecting buffy coat. Continued with ecp with no further issues until after photoactivation when again had "air detected" alarm and air in return line and filter. Conferred with therakos, aborted kit and returned treated wbcs and all blood products via manual return. Ecp completed successfully. No harm to patient. No clots noted in filter.